Event description:
It was reported that the patient experienced inappropriate shock in response to fast ventricular tachycardia (vt) that was functionally undersensed was observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.